Event description:
Caller reported a malfunction on the pump, and it was noted that no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any further malfunction codes appeared.